Event description:
A patient was treated for prolonged septic disease. Following patient treatment, the bactec showed no growth and the treatment was rendered successful and changed accordingly. The patient died within two days.